Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: leak liquid seepage into the image unit, disconnection in camera unit and the coupler rattled. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in board unit, pressing the focus switch did not make the image sharper. Additionally due to damage on coupler unit, the coupler rattled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was not fully displaying and had blurry image during inspection for use involving an autoclavable camera head. There were no reports of patient harm.